Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-58 implantable pacing lead, (B)(6) 2009. (B)(4).

Event description:
It was reported that there was a warning on the right ventricular (rv) lead for undefined impedance in both bipolar and unipolar. There was also loss of capture in bipolar, and there was capture in unipolar only at high outputs. A fracture was suspected, but the device may have had a header issue. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.